Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that almost 1 month after dental implant was installed in patient¿s mouth its non-osseointegration was observed. The patient presented bone type iii.